Manufacturer narrative:
(B)(4). Evaluation of the returned device found all functions were normal. There was no detected damage to the cutter blade or the corresponding nose piece cutter surface. A proxy suture from a sealed proxy proglide device was used for testing and the cutting capabilities of the suture trimmer. The suture was loaded in the suture trimmer and three attempts to cut the suture were made cleanly and successfully. Based on the investigation findings, the device performed according to specification. The root cause for the reported failure to cut the suture could not be determined. No manufacturing or quality issue was detected. Because the lot number was not provided, a lot history review could not be completed.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Arteriotomy closure was in the common femoral artery.

Event description:
It was reported that a physician trained in the use of the proglide device achieved hemostasis of the femoral artery after an interventional procedure. Reportedly, after a successful suture deployment, the suture trimmer did not cut the suture. Scissors were used to trim the suture. Hemostasis was achieved with the proglide suture. There were no reported adverse patient effects. Though requested, no additional information was provided.